Event description:
It was reported that there was an external fluid leak during the use of a prismaflex st100 set c. The leak was observed at the effluent connector while priming the device prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. The returned video was reviewed, and it was noted that there was a leak from the effluent pre pump line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.